Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin squirt. It was stated that there was crack on top edge of battery compartment and the customer has to put tape on it. Insulin pump was rejecting batteries. There was no delivery alarms on insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.